Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called for information about the bolus wizard feature. The customer then stated that he was in the hospital for high hemoglobin a1c and a possible light stroke. Nothing further was reported.